Manufacturer narrative:
The device was returned to zoll medical corporation. The device was functionally evaluated and we were unable to duplicate the customer report. The device was tested extensively and no faults were identified. An internal inspection was performed with no discrepancies observed. The device logs were reviewed and it was noted that the device failed self test for o2 valve timing open to close. The o2 valve was replaced proactively. The device was recertified and returned to the customer. No emerging trend based on similar reports

Event description:
Complainant alleged while attempting to monitor a 75-year-old male patient, the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.